Event description:
Allegedly revised due to patient dislocating.

Manufacturer narrative:
Investigation is not complete. Additional information has been requested from the user facility and the surgeon. Trends will be evaluated. Event device code is addressed in package insert. This event is the same as 1043534-2007-00097. This event occurred in australia.